Event description:
Discrepant advia centaur tni ultra results were obtained on patient samples. The results were reported to the physician. At the physician's request, one patient was redraw and rerun. The samples were repeated on a second system and the corrected results were reported. There was no patient intervention or report of adverse health consequences due to the discrepant tni ultra results.

Event description:
Discrepant advia centaur tni ultra results were obtained on patient samples. The results were reported to the physician. At the physician's request, one patient was redraw and rerun. The samples were repeated on a second system and the corrected results were reported. There was no patient intervention or report of adverse health consequences due to the discrepant tni ultra results.

Event description:
Discrepant advia centaur tni ultra results were obtained on patient samples. The results were reported to the physician. At the physician's request, one patient was redraw and rerun. The samples were repeated on a second system and the corrected results were reported. There was no patient intervention or report of adverse health consequences due to the discrepant tni ultra results.

Event description:
Discrepant advia centaur tni ultra results were obtained on patient samples. The results were reported to the physician. At the physician's request, one patient was redraw and rerun. The samples were repeated on a second system and the corrected results were reported. There was no patient intervention or report of adverse health consequences due to the discrepant tni ultra results.

Event description:
Discrepant advia centaur tni ultra results were obtained on patient samples. The results were reported to the physician. At the physician's request, one patient was redraw and rerun. The samples were repeated on a second system and the corrected results were reported. There was no patient intervention or report of adverse health consequences due to the discrepant tni ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant tni ultra results was due to the malfunction of the pinch valve for the aspirate probe. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant advia centaur tni ultra results were obtained on patient samples. The results were reported to the physician. At the physician's request, one patient was redraw and rerun. The samples were repeated on a second system and the corrected results were reported. There was no patient intervention or report of adverse health consequences due to the discrepant tni ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant tni ultra results was due to the malfunction of the pinch valve for the aspirate probe. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant tni ultra results was due to the malfunction of the pinch valve for the aspirate probe. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant tni ultra results was due to the malfunction of the pinch valve for the aspirate probe. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant tni ultra results was due to the malfunction of the pinch valve for the aspirate probe. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant tni ultra results was due to the malfunction of the pinch valve for the aspirate probe. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.